Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through [asr/psr/410psr] on [01/30/2006].

Event description:
Hcp reported very severe implant rupture. Patient reported "fold/crease". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Hcp reported very severe implant rupture. Follow-up finding: no rupture, 'spherical contracture' per dr. Patient had treatment for capsular contracture on (B)(6) 2005. Patient reported "fold/crease". This record is for the left side. Device remains implanted.